Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was leaking and insulin pump received a battery out limit alarm. Customer also reported that display screen went blank after battery change. Insulin pump finally counted up and time and date was reset. Customer had high blood glucose and changed site but not set. Customer's blood glucose remained high between 480 mg/dl and 500 mg/dl. Customer resorted to changing entire set and noticed that there was moisture in reservoir compartment and leakage at the connector, which was dried up with a q-tip and there was also tiny air bubbles in reservoir. Troubleshooting was performed for moisture exposure, blank display and battery out limit. Customer reported that o-ring was missing from reservoir compartment. Insulin pump passed self-test. Customer was advised to insert new reservoir and infusion set and to monitor insulin pump.